Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ bilateral patient: litigation papers allege the following: patient has suffered and will continue to suffer in the future great pain, mental anguish, disfigurement and deformity; he has incurred and will in the future incur the expense of hospitalizations, physicians and other medical care as a result of said injuries; he has required numerous surgical operations; he has been and will in the future be prohibited from the performance of his lawful affairs; he has in the past and will in the future suffer a significant diminution in the quality of his life; and he has been and will be in the future permanently disabled. Doi: (B)(6) 2009 - dor: none reported (both hips) patient is a resident of (B)(6). Update - (B)(6) 2012 - plaintiff's preliminary disclosure (ppd) form received (B)(6) 2012. There was no new information received that would impact the outcome of the investigation. Update - (B)(6) 2014 - der received. (Left) updated dor, patient height and weight, added 3 sleeve and stem products, added expiry dates to all products and added sales rep contact info.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.